Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill broke.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event (¿tip of drill broke¿) was confirmed. Review of the inspection records revealed no discrepancies. Relevant diameters and mechanical properties are within specified parameters. According to the appearance of the breakage surfaces, the drill broke in a (forced) brittle manner due to overload and caused by drilling under misalignment and / or contact with a hard object. The cutting edges of the drill returned are significantly worn and covered with dents; the drill is no longer sharp. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device will not be returned.